Event description:
It was reported that bd autoshield¿ duo safety pen needle was difficult to operate. This was discovered during use. The following information was provided by the initial reporter: material no:(B)(6) batch no: 9344157. It was reported that the daughter of the consumer did not understand what the inner shield was and is trying to make the pen needle work. Also, the patient's blood sugar is currently high and they tried to administer a dose but it was unsuccessful. Event description per letter states: reported contacted ldsc asking for assistance in how to help mom use the newly prescribed insulin lispro kwikpen. Reporter has the IFU pulled up and is asking what the inner shield is. Agent who received call is in ldsc and call was warm transferred to this agent for assistance. Reporter stated the following: " my mom was in the hospital and they put her on a new insulin, your insulin this lispro. She got discharged today and sent home with this. I'm looking at the needle and don't understand what the inner shield is and I'm hoping that you can help." Reporter clarified for agent that patient was not on lispro prior to hospitalization. Reporter and patient could not provide name of insulin patient was on prior to hospitalization. During conversation and review of the instructions for use it was determined that the needle being used was the bd autoshield duo. Agent confirmed as per humalog u100 formulations trd that the bd autoshield and the bd duo autoshield safety needles have been tested and found it to be compatible with the insulin lispro kwikpen u-100. Agent informed that the accuracy of the dose is the same for all needles, if the patient follows directions in the user manual. Reported stated that there was no "user manual" provided that the needles were sent home with the patient in a ziplock bag. Agent attempted to warm transfer to bd but call was after their working hours. Agent provided bd contact information for reporter stated that she was worried and is trying to make the pen needle work. She stated that the patients blood sugar is currently high and they did attempt to administer a dose and it was unsuccessful. Reporter confirmed that patient has a missed dose because of the needle and not the kwikpen. Agent advised reporter to talk with their healthcare providers about the best needle size to use for their insulin devise and dose. Agent suggested to reporter to contact their local pharmacy and see if prescription has been called in or if a prescription is needed for kwikpen needles as [per humalog u100 formulations trd] depending on the state of residence, needles may require a prescription to purchase. Reporter did not wish to provide any further information or clarification during the call. Agent informed that report would be filed on their behalf and sent to bd. Reporter agreed to be contacted via email address or phone provided.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: (B)(6) 2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) has been used as a default. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 1st. Related complaint for difficult/unable to operate & glucose level on lot # 9344157. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo pen needle, difficult/unable to operate & glucose level) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was difficult to operate. This was discovered during use. The following information was provided by the initial reporter: material no:329515, batch no: 9344157. It was reported that the daughter of the consumer did not understand what the inner shield was and is trying to make the pen needle work. Also, the patient's blood sugar is currently high and they tried to administer a dose but it was unsuccessful. Event description per letter states: reported contacted ldsc asking for assistance in how to help mom use the newly prescribed insulin lispro kwikpen. Reporter has the IFU pulled up and is asking what the inner shield is. Agent who received call is in ldsc and call was warm transferred to this agent for assistance. Reporter stated the following: "my mom was in the hospital and they put her on a new insulin, your insulin this lispro. She got discharged today and sent home with this. I'm looking at the needle and don't understand what the inner shield is and I'm hoping that you can help." Reporter clarified for agent that patient was not on lispro prior to hospitalization. Reporter and patient could not provide name of insulin patient was on prior to hospitalization. During conversation and review of the instructions for use it was determined that the needle being used was the bd autoshield duo. Agent confirmed as per humalog u100 formulations trd that the bd autoshield and the bd duo autoshield safety needles have been tested and found it to be compatible with the insulin lispro kwikpen u-100. Agent informed that the accuracy of the dose is the same for all needles, if the patient follows directions in the user manual. Reported stated that there was no "user manual" provided that the needles were sent home with the patient in a (B)(6) bag. Agent attempted to warm transfer to bd but call was after their working hours. Agent provided bd contact information for reporter stated that she was worried and is trying to make the pen needle work. She stated that the patients blood sugar is currently high and they did attempt to administer a dose and it was unsuccessful. Reporter confirmed that patient has a missed dose because of the needle and not the kwikpen. Agent advised reporter to talk with their healthcare providers about the best needle size to use for their insulin devise and dose. Agent suggested to reporter to contact their local pharmacy and see if prescription has been called in or if a prescription is needed for kwikpen needles as [per humalog u100 formulations trd] depending on the state of residence, needles may require a prescription to purchase. Reporter did not wish to provide any further information or clarification during the call. Agent informed that report would be filed on their behalf and sent to bd. Reporter agreed to be contacted via email address or phone provided.